Event description:
It was reported that the vapr tripolar 90 degrees suction electrode 90 degrees suction with integrated handpiece and hand controls was used during the rotator cuff repair surgery. The device did not stop working after ablation, and the screen show alert code ¿cut/coag stuck¿. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. No structural anomalies were found. The cable, connector and pins are in good condition. The device will be sent to the manufacturer for further review and analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was received in original unsealed packaging. Tip components condition is used, residue on active tip, and within the suction hole. Handle assembly is in good condition, residue on handle. Cable and plug assembly are in good condition, residue on cable. Electrical checks: the device passed all the parameters. Functional checks: the device passed all the tests. Further investigation found evidence of saline ingress on the switch pcb connector which could've led to the complaint of continuous activation. This fault was investigated under CAPA, and reworks were conducted under ncr. The conclusions to the technical investigation were as follows: from the testing carried out, the failure can occur when the following conditions are met: nonconforming condition: 1. Electrode with poor isolation of the switching circuit (conformal coating) expected operating conditions: 2. Movement of the device during use must allow saline in past the flow control slider and onto the switch circuit connector. 3. The quantity of saline must be small enough to warm up and reduce the impedance. 4. Prolonged use ¿ this is driven from complaint testimony which suggests the fault occurs after 20 minutes of use. 5. The generator switch circuit threshold impedance must be above approximately 50 o. 6. Hand switching must be selected (foot switch selection disables the hand switch circuit). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device u2507004 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date has been added. Investigation summary: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the generator is displaying "cut/coag stuck" error on generator's screen. The overall complaint was confirmed as the observed condition of the vvapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.